Event description:
Healthcare professional additionally reported left side deflation and confirmed the patient reported events of implant folding, the implant "feels squishy when they take off their bra," and that the, "volume has changed" were related to the deflation. Health professional confirmed device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, device migration was received on aug 18, 2017 with lot number 1366369. Visual analysis of the returned device identified: fold creases, wear abrasion, linear opening, yellow particles. A leak test was perform and was found one opening. A microscopic analysis of the returned device identified a linear sharp opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a crease sharp opening due to fold flaw opening.

Event description:
Healthcare professional additionally reported left side deflation and confirmed the patient reported events of implant folding, the implant "feels squishy when they take off their bra," and that the, "volume has changed" were related to the deflation. Health professional confirmed device has been explanted.

Manufacturer narrative:
Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device evaluation: a review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported left side deflation and pain. Additionally, the patient reported that the implant "turns", they can feel the implant folding, the implant "feels squishy when they take off their bra," and that the, "volume has changed". Device remains implanted.